Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative : two opened boxes with nine and twenty-nine packets and one empty opened overwrap of product code 8702h were returned to ethicon inc for analysis. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01809, 2210968-2022-01810, 2210968-2022-01811, 2210968-2022-01812, 2210968-2022-01813, and 2210968-2022-01814.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify device return status: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Events reported via: 2210968-2022-01809, 2210968-2022-01810, 2210968-2022-01811, 2210968-2022-01812, 2210968-2022-01813, and 2210968-2022-01814.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, five sutures of the same lot broke while suturing unknown tissue. Another suture of a different lot was used to complete the procedure. There were no patient consequences reported. Additional information was requested.